Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not meet release criteria. The physician attempted to fully recapture the closure device but noted that it was difficult. After several attempts the physician was ultimately able to fully recapture the closure device. The device was replaced with another. No patient complications were reported to have occurred as a result of this event.